Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis "each summer for the past three years". The cause of the events was not reported. It was not reported if the patient was hospitalized or received treatment for the events. At the time of this report, the peritonitis outcomes and action taken with pd therapy were not reported. The reporter declined to provide additional information.